Event description:
Patients generator was explanted due to it wasn't functioning. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.